Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro delivery system (wds) was implanted. During the index procedure, the patient experienced a trace pericardial effusion. This did not result in a serious deterioration of health or end in hospitalization. There is no further information available at the time of this report.

Manufacturer narrative:
D6a implant date: updated with additional information received. B3: aware date was used as event date as actual event date was not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro delivery system (wds) was implanted. During the index procedure, the patient experienced a trace pericardial effusion. This did not result in a serious deterioration of health or end in hospitalization. There is no further information available at the time of this report.